Event description:
It was reported that a patient had a cardiac issue that caused her to "flatline." Three weeks later, it was reported that the patient was still having concerns regarding her device or therapy and had an appointment with her doctor scheduled for (B)(6) 2013. Two months later, it was reported that the patient was seen by a healthcare provider (hcp) in (B)(6) 2013. It was noted that flatlining was not verified and the patient felt a fluttering in her heart. The hcp was unable to rule out device contribution to the patient's complaints, and as a result the patient had a full explant of the system. It was noted that the pathology report did not show anything out of the ordinary. Additional symptoms before explant are reported in MFR. Reports #3004209178-2013-00391 and #3004209178-2013-04561.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v449145, implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).